Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/asked but unavailable (asku). Section b3: date of event: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed an attempt has been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded monofocal intraocular lens (iol) had an undesired refractive outcome. The lens was explanted from the patient's right eye. There was no vitrectomy, incision enlargement, or sutures required. There was no medication prescribed. Another johnson & johnson lens (same model and 23.0 diopter) was implanted as a replacement. The patient has made a complete recovery and is doing fine. As of post-operative day 1, patient's visual acuity is 20/20 -2. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 5/23/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen cup with an unknown liquid inside. Visual inspection under magnification reveal the complaint lens was received cut in half and coated in an unknown liquid. The lens was cleaned revealing a haptic was detached. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.